Event description:
It has been reported to us that during cardiac lead placement the guide wire became stretched. The physician inserted the guide wire and cardiac lead into the patient. The physician had difficulty advancing the guide wire to the target area due to small and tortuous branches of the patient's anatomy. The physician attempted many times to advance the tip of the guide wire forward and the tip folded over upon itself resulting in the physician having to pull the guide wire back into the cardiac lead. At some point during the procedure the physician had difficulty advancing the guide wire and used some force; however the guide wire became stuck. The physician then pulled back on the guide wire and it became stretched. The physician was able to successfully remove the guide wire and the cardiac lead together from the patient. The device was replaced with another to complete the case. The patient is reported to be fine. The actual device was discarded and will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is not known and therefore a review of the device history record can not be performed. This report being submitted is considered to be the initial and follow-up 1 medwatch report. If any additional information is provided or the actual complaint sample is returned for evaluation a follow-up medwatch report will be submitted. Device discarded - not returned for evaluation.